Manufacturer narrative:
The complaint sample was reviewed, however, the reported event could not be confirmed. The visual examination of the returned product found signs of use (surface scratches).the device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona cemented stemmed tibial component left size f catalog #: 42532007501 lot #: 62779018, persona posterior stabilized articular surface left 10mm catalog #: 42511400710 lot #: 62543211, palacos r+g (1x40) catalog #: 66022663 lot #: 77784356. (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address poor femoral bone condyles and loosening. All implants except the patellar component were removed. No signs of infection or tumor were identified, however, not much cement could be found on the femur. Attempts have been made and no additional information is available at this time.